Manufacturer narrative:
The investigation determined the tubing was the root cause of the issue.

Event description:
The customer complained that there were multiple results from multiple tests from their cobas 6000 c (501) module that were released outside of the laboratory that were questioned by the clinicians. The laboratory tried to calibrate and perform qc testing on the cobas c501 but the calibration and qc were failing on multiple tests. Patient samples were retested on another cobas c501 and 9 corrected reports had to be issued. From the data provided, 1 patient had a reportable malfunction for crep2 creatinine plus ver.2, 5 patient's had a reportable malfunction for ca2 calcium gen.2, and 1 patient had a reportable malfunction for ise indirect k for gen.2. Patient 1 initial ca2 result was 7.7 mg/dl. The ca2 result from the other cobas c501 was 9.4 mg/dl. Patient 2 initial potassium result was 6.1 mmol/l. The potassium result from the other cobas c501 was 4.6 mmol/l. Patient 3 initial ca2 result was 5.3 mg/dl. The ca2 result from the other cobas c501 was 8.6 mg/dl. Patient 4 initial ca2 result was 6.7 mg/dl. The ca2 result from the other cobas c501 was 9.8 mg/dl. Patient 5 initial ca2 result was 6.8 mg/dl and the initial crep2 result was 0.7 mg/dl. The ca2 result from the other cobas c501 was 8.9 mg/dl and the crep2 result from the other cobas c501 was 1.2 mg/dl. Patient 6 initial ca2 result was 5.8 mg/dl. The ca2 result from the other cobas c501 was 9.5 mg/dl. There was no adverse event. The crep2 reagent lot was 357184 with an expiration date that was requested but was not provided. The ca2 reagent lot was 358256 with an expiration date that was requested but was not provided. The potassium electrode lot information was requested but was not provided. The field engineering specialist found two of the rinse tube lines tangled that were rubbing between the rinse arm and the cover. There were holes in the tubing. He replaced the damaged tubing. Operational and mechanical checks were performed with acceptable results. Calibration and qc testing was performed with acceptable results. The investigation is currently ongoing.